Event description:
It was reported that on (B)(6) 2013, a percutaneous intervention (pci) was performed due to stable angina. 2, 2.5x38mm xience prime stents were implanted in the distal and the mid right coronary artery (rca) lesion, and a 3.0x33mm xience prime stent was implanted in the proximal rca without issues. Reportedly, the patient had been compliant with prescribed aspirin and clopidogrel post procedure. On (B)(6) 2014, 100% in-stent restenosis was noted in the proximal rca, 3.0x33mm xience prime stent. On (B)(6) 2014, balloon angioplasty was performed in the proximal rca and the re-stenosis resolved without additional sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device remains in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.